Event description:
It was reported that the device was foggy. No delay or patient injuries were reported. No backup was available to complete the procedure.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of foggy image could not be reproduced. Product passed functional testing during 6 hour burn-in with no foggy image or interference. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors which can contribute to a foggy image is moisture on camera head lens or on scope. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.